Manufacturer narrative:
An investigation is currently underway.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states an issue occurred with the catheter 3 months post placement. The customer found a crack at the customer hub. The catheter was pulled and replaced with a new one on (B)(4) 2014. The patient recovered without futher issues.